Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Based on the information provided, the surgeon believes the infection was caused by the patient's cavity. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Report six of six for the same event, see also 0001032347-2016-00008 through 00012.

Event description:
The sales associate reported the initial operation which was due to fracture of the maxilla, was performed on (B)(6) 2015. An infection was found, and the doctor performed surgery by cutting the affected area and cleaning the oral cavity. The doctor reported that the patient initially suffered from a cavity and that is where the infection was found. It is reported the parts were not explanted, however a fraction of a part was removed, the part number was not specified. Almost all the lactosorb remained in the patient at front wall of the sinus maxillaries. It was reported that the patient was doing good and has been released from the hospital.